Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for another indication. It was reported that the patient¿s pd effluent was cloudy when drained. On an unreported date, the patient began treatment for the peritonitis with (B)(6) (dose, frequency and route were not reported). No further detail was provided regarding the patient¿s outcome from the event or whether extraneal therapy was ongoing. No additional information is available.